Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00234. Per the user facility¿s biomedical engineer (biomed), the field service representative (fsr) had been out to repair this roller pump on emdr #1828100-2016-00234 and the issue could not be duplicated. The fsr advised the customer that the unit should come in for repair if they experienced the issue again.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was a noise and then a "belt slip" error on the roller pump. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
This complaint is also related to emdr #1828100-2016-00233. The reported complaint was confirmed. The field service representative (fsr) confirmed the bearing was leaking grease on the drive belt and pulley system which can cause beltslip errors. He removed the contaminated parts, cleaned and reinstalled. The fsr tested the unit for functionality. The unit operated to manufacturer specifications and was returned to clinical use. No part will be returned to the manufacturer for evaluation. Service records don't show the bearing having been replaced since original manufacture in august 2004. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.